Manufacturer narrative:
Device is currently with manufacturer for investigation; no evaluation results available at this time. However, breakage was most likely due to mechanical force.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): device snapped inside patient during use while mobilizing the bowel.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The fracture surface shows signs of corrosion, which indicates that the instrument has not been cleaned and dried properly. The root cause probably is due to exerting too much force leading the instrument to bend, break. Furthermore, the fact that the instrument had been 5 years in service (manufactured in 06.2015) and had sign of corrosion are also the contributing factors to the cause. The event is filed under internal karl storz complaint ID (B)(4).